Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the patient's pressures quickly dropped into the 40s and went into ventricular tachycardia (vt) arrest, the patient was shocked several times, and the patient went into normal sinus rhythm (nsr). The impella cp was implanted, and the patient went into ventricular tachycardia storm. The physician decided to explant the impella cp and replaced it with an extra-corporeal membrane oxygenation (ECMO) device. Survival outcome at explant noted the patient expired. Per the results of the medical review "use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical".